Event description:
It was reported that a minicap extend life pd transfer set with twist clamp had cracks on its tubing. This was noticed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection and clamp function testing identified cracked/broken occluder feet. No white marks on the occluder feet, which would indicate possible over-torquing, were noted. Leak and clear passage testing were performed with no issues noticed. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.